Manufacturer narrative:
(B)(4).

Event description:
The complaint devise was returned for evaluation. An exterior physical visual inspection was performed and the devise passed. The transmitter voltage and failed at 0vdc. Finding related to complaint in cloud/share data confirm that transmitter 41971d failed to pair within the investigation window. The probable cause was determined to be connection loss. The unit has been scrapped due to a data discrepancy. And cannot be held for two years.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.